Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that during treatment of a fistula in the arm, the stent allegedly prematurely deployed with the safety clip in place after advancing through the introducer sheath and while entering the patient anatomy. It was further reported that the device was removed without incident and another delivery system was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during treatment of a fistula in the arm, the stent allegedly prematurely deployed with the safety clip in place after advancing through the introducer sheath and while entering the patient anatomy. It was further reported that the device was removed without incident and another delivery system was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided, and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: based on the investigation of the returned delivery system a premature deployment could not be confirmed. The sample was returned with fully activated deployment mechanism, the safety clip was found removed, and the stent was missing. It was not known when the stent was actively released. The investigation led to an inconclusive evaluation result. A definite root cause for the reported event could not be determined. The reported application represented an off label use of the device. Labeling review: based on the lot number reported the instructions for use (IFU) were supplied with the product. In reviewing the labeling supplied with this product, it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU state: 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit.', 'pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician.', and 'visually inspect the bard e luminexx vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.', and 'flush the stent delivery system with sterile saline (...).' Regarding accessories the IFU state: 'the bard e luminexx vascular stent is only compatible with a 0.035¿ (0.89 mm) guidewire.', and 'the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath.' The reported application represented an off label use of the device. Based on the IFU supplied with this product the bard e luminexx vascular stent is indicated for the treatment of iliac occlusive disease (...) Of the common and/or external iliac arteries. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.